Event description:
Elderly male with coronary artery disease. When the fixed core wire guide was taken out of the package, the tip of the wire was straight. It was not able to regain the "j" shape. This device was not used on the patient.